Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. A type ii endoleak and sac expansion was treated by embolization the following year. It was reported that a type iiib endoleak occurred approximately two years and ten months post the index procedure, leading to a ruptured aneurysm. The type iiib endoleak was noted at the distal main body, where the fabric was broken/torn. The rupture was repaired with the implant of an endurant ii aui inside the original endurant ii main body, which resolved the event. The cause of the event, as per the physician, is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Analysis summary: the reported type iiib endoleak leading to the aaa rupture was confirmed; however, the exact cause could not be determined from the films provided. Analysis of the returned CT slices and still angiograms did not reveal any out of specification stent graft integrity issues. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and lack of cine¿s during contrast injection did not allow for a more comprehensive determinations of the endoleak source/cause. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. The endoleak appears most likely to have been a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s). The stent graft angulation seen at the flow divider, and the potential aneurysm morphology changes during the implant duration, may have also exacerbated the fabric abrasion wear. If information is provided in the future, a supplemental report will be issued.